Manufacturer narrative:
(B)(4). D10: cat#139254, lot# 108200 m2a-magnum 42-50mm tpr insrt-3. G2: foreign ¿ event occurred in canada. H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 12 years post-implantation, the patient underwent a right hip revision due to pain, high metal ions, and metallosis. There was evidence of lysis around the acetabular component and heterotopic ossification in trochanteric region. During the revision, pseudotumor was removed and a synovectomy performed. There was a large defect in the acetabulum. When attempting to remove the head, it was fixed to trunnion so an osteotomy was performed to also remove the stem. Attempts have been made and no further information has been provided.